Event description:
I used renu with moistureloc contact lens solution from 1/24/05 - 2/06. In late july 05, my left eye became irritated - I change to a new contact lens & changed my lens case. It was irritated for a couple of weeks & started getting worse. I saw my eye dr on 8/25/05 & was told I had a severe corneal ulcer & was put on 3 medications. Keratitis was the diagnosis written on the form. I have permanent corneal scarring as a result of using renu with moistureloc.